Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
05/01/2000 - supplemental report #1 sent to FDA. Device not available for evaluation.